Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the balloon and shaft, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The hypotube was separated 21.5 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There was a kink in the hypotube 1.7cm distal to the separation. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was heavily calcified which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that as resistance was encountered during advancement of the sds, the hypotube was manipulated such that the hypotube ultimately separated. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separations for this lot. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the lesion was in the distal right coronary artery (rca) with moderate tortuosity and heavy calcification. The first rx vision 3.0 x 18 mm stent failed to cross to the lesion and was removed from the anatomy. Another rx vision 3.0 x 18 mm stent also failed to cross to the lesion, but during the crossing attempt the hypotube separated. An rx vision 3.0 x 12 mm was attempted, but also failed to cross the lesion. A 3.0 x 18 mm non-abbott stent and an rx vision 3.0 x 15 mm were able to cross the lesion. No adverse patient effects were reported. No additional information was provided.